Manufacturer narrative:
(B)(4).

Event description:
Doctor examined area with tweezers. No further tests or examination were performed. Pt has not experienced any further discomfort since then and is currently well.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a detached sensor wire that required medical intervention. The sensor wire was inserted into the abdomen on (B)(6) 2019. Patient's mother reported issues while removing sensor applicator after sensor insertion and the sensor wire was believed to have been retained in the abdomen. Patient was brought to the hospital where a medical examination was performed of the insertion site, but the wire could not be located. No data or product was provided for investigation. Confirmation of the allegation was undetermined. The root cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. A visual inspection was performed and failed due to applicator damage. Confirmation of the allegation and a root cause could not be determined.